Event description:
The customer contact reported that during routine testing at the user facility, delivery did not stop when stop key was pressed. There was no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.